Event description:
This is filed to report resistance with anatomy, tissue damage and mitral stenosis. It was reported that the initial procedure was performed on (B)(6) 2018, to treat mitral regurgitation (mr) with a grade of 3. One clip was implanted reducing the mr to 1. The patient returned on (B)(6) 2022 with the mr increased to a grade of 3. The clip was stable on both leaflets. Per the physician, the increased mr was due to progression of disease. A second procedure was performed on (B)(6) 2022. One clip (11110r144) was positioned on the mitral valve, but the mean pressure gradient increased to 9-10mmhg after the first grasping attempt. The clip was repositioned but became caught in the chordae resulting in chordal damage. The clip was repositioned and deployed, reducing mr to a grade of 2. However the gradient was 6mmhg. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the imaging issue is due combination of patient anatomy and procedural conditions. The reported difficult to remove is a cascading effect of the imaging issue. Moreover, the reported tissue injury is a cascading effect of the reported difficult to remove. The cause of the reported mitral stenosis (ms) cannot be determined. The reported tissue injury and ms, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.